Event description:
It was reported that during the pulse ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the device had poor air impermeability. The procedure outcome is unknown. The farawave catheter was inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. The bubbles were observed in the flushing line. The guidewire was aligned with the opening of the ablation catheter. No patient complications have been reported. The device is not expected to be return.